Event description:
During an in-clinic follow-up, the device delivered an error message when attempting to interrogate via bluetooth low energy (ble) telemetry. The device was ultimately unable to be interrogated via ble telemetry due to the error message. Abbott technical support was contacted, and ble telemetry was restored via firmware upgrade. The patient was in stable condition.